Event description:
Info was received from an international distributor that the snubber board on the ventilator power supply had signs of damage due to overheating. The ventilator was not in use on the pt, therefore, there was no pt involvement or harm. The distributor will replace the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na